Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 551 mg/dl. At the time of the incident. The customer was hospitalized on (B)(6) 2017. The customer was experiencing high blood glucose prior to their hospitalization. The customer had symptoms of vomiting and diarrhea. Customer also stated that they were suffering from bronchitis and pneumonia. Troubleshoot was performed and insulin pump passed hp test. Advised customer to change entire set, reservoir and insulin. Product will not be returned for analysis.